Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 02-dec-2015, fse conducted follow-up with the customer over-the-phone to address the reported event. The customer reported that on 30-nov-2015 they had completed weekly maintenance. Then, the customer powered off the device and slid the wash probe rail to the right to ensure the tubing was even across the top and that there was no binding. Next, they slid the assembly back to the home position on the left. The customer denied seeing any binding or problems. The customer subsequently ran start up, then shut down but did not run any samples immediately after the maintenance. They later reported that they had not received any errors on quality control (qc) or patient samples since the completion of the maintenance. Fse will continue to monitor. No further action was required by field service. The most probable cause of the reported event is unknown since the issue resolved after weekly maintenance.

Event description:
On (B)(6) 2015, the customer reported receiving errors "2235 and 4313 wash probe home not found and wash probe suction failure" with their a1a-900. Technical support suggested that the customer clean the wash probe and reboot the analyzer. On (B)(6) 2015, the customer called back to report receiving the same errors. The customer stated that they do not run over the weekend and although the instructions provided by ts initially resolved the issue; the error reoccurred. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.